Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the pump delivered multiple boluses to the customer which resulted in blood glucose level of 42(mg/dl). The customer consumed glucose tablets to resolve the issue. Tandem technical support reviewed pump data logs and confirmed that all boluses were manually requested by the user and the pump performed as intended.